Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotics therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The definitive etiology of the serious adverse event is unknown; however, the pdrn reported the suspected cause was a breach in aseptic technique by the nursing home staff assisting with her ccpd treatments. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Based on the information available, the patient's liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient went into the hospital for peritonitis and the pd catheter has been removed for the moment. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). The patient's preliminary peritoneal effluent culture result returned positive on (B)(6) 2026 (organism not provided), and the patient's vancomycin and ceftazidime were continued. Additionally, the nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issue and remains hospitalized in stable condition (antibiotics to be continued intravenously with hd). The nephrologist is uncertain if the patient will return to pd therapy given her living situation. The patient resides in a nursing home, and it is believed that poor aseptic technique by those performing her treatments caused the peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the serious adverse events, and discharge is expected this week.